Event description:
It was reported that during a coronary durg eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the left circumflex (lcx) artery. A stent was deployed in the proximal left anterior descending (lad) artery. Then the physician attempted to deploy 3.5x12mm taxus express2 drug eluting stent through the previously placed stent when it got caught on the 6fr guide. The physician pulled the stent to the groin and it stripped off at the sheath. The stent was sucessfully snared with a microvena. No patient additional complications were reported. Patient status reportd as "ok"

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.